Event description:
It was reported that during a pci procedure, the maverick 2 monorail balloon ruptured at less than 8atms on the second inflation. The number of atms reached on the first inflation is unk. The lesion was located in 90% stenotic, calcified and diffuse mid right coronary artery (rca). Concomitant products used were the launcher guiding catheter (medtronic) and rinato guidewire (getz bro). The procedure was completed with another of the same devices. There were no pt complications, and pt status was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the mfg records for this particular batch # 8762205 shows that the device met its material, assembly and product specs at the time of its release to distribution. This particular batch number 8762205 has no further associated complaints at this time.